Event description:
It was reported that there were stimulation/therapy issues. There was a shocking/jolting sensation and stimulation in the wrong location. The patient reported shocking cramping at the lead anchor site. Stimulation was not covering adequately. Actions required as a result of the event was that the patient was reprogramed. Impedance testing and x-rays were completed for diagnostic testing or troubleshooting. The patient was getting another x-ray. Impedances were within normal range. They tried to reprogram, and all programs resulted in cramping in the back. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event. These included spasms and less than (B)(6) percent therapy relief at the lead location. It was later reported that the patient had not done the x-ray yet. No additional actions were taken at that time. The patient was not using stimulation at the time of the report. The patient¿s healthcare provider (hcp) would be back (B)(6). The patient was to see the hcp upon their return to discuss options. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type recharger. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).